Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there were air bubbles in the reservoir and tubing. Customer's blood glucose was unknown. No troubleshooting was done as this was past events. Customer was advised the reservoir and infusion set will be replaced. Customer will not be returning the devices for analysis.